Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Material from current inventory at the manufacturing facility was functionally inspected and no issues were encountered. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the device stopped misting during use. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The lot number of the sample received (74a1701845) is different than what was originally reported by the customer (74l1602267). A device history record (DHR) review was performed on lot number 74a1701845, and there were no issues or discrepancies found which could potentially relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The unit was returned assembled. A visual and microscopic inspection revealed that there was green flashing found at the top opening and bottom opening of the orifice of the jet. During the visual inspection, white residue was found inside of the jar. Also, the cap was not attached to all of the threads on the jar. A functional inspection was performed to determine if the nebulizer was misting. A returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated a mist was not produced from the chamber of the nebulizer and that the nebulizer bubbles. Other remarks: based on the investigation performed, the reported complaint that the device is not misting has been confirmed. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
The complaint is reported as: the device stopped misting during use. No patient harm reported.